Event description:
It was reported that the patient has been receiving stimulation in an unintended area since falling. An impedance check was performed and no anomalies were found. Reprogramming attempts to provide resolution were unsuccessful. Follow-up revealed high impedance was found and the patient is receiving stimulation in an additional unintended area. The next step is for the patient to undergo a CT scan.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.